Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the end user took off the elevate switch a long time ago and today the chair elevated up on it's own.